Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a battery out limit and a button error alarm. Customer stated that the insulin pump went through an x-ray at the security. Customer's blood glucose reading at the time of the call was 126 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no battery out limit alarm noted. The device passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. The unit was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The motor was tested outside the device and passed the test. No motor anomaly was noted.